Event description:
I have been using abbott labs libre 3 continuous glucose monitor software and sensors since they became available, approximately (B)(6) 2023. I am a medical device professional with extensive and relevant experience, education and training. I am writing to report that approximately one fourth (25%) of the libre 3 sensor/transmitters cease operating approximately seven days after being initialized and are labelled for fourteen days of expected life. The majority of experiences have occurred late at night, at approximately three o'clock in the morning. In each event, my abbott libre telephone app alerts repeatedly that my blood glucose is dangerously low, approximately 50, and the red-letter alert is accompanied by an alarm which cannot be silenced or paused. I understand that this may be a safety consideration, but it is also an annoyance to both patient and others in the household. As well, the reported low glucose level is significantly lower, 50 points or more, than values measured by finger stick on a meter which I have previously found to be within one to five points of the values measured by my local clinic using verified assays. The comparison measurements being taken during the same event. Within an hour, approximately, the sensors cease to operate and user is alerted to replace the sensor. Upon replacement, the sensors then remain unavailable for a sixty-minute calibration period wherein no glucose levels are available nor displayed. Once displayed, glucose values are accompanied by a warning that during an initial period, the displayed values may be inaccurate and must be confirmed by an external measurement before utilizing the data. I am concerned that, overall, such behaviors, taken together, will lead some patients to improperly react to what they believe is a dangerously low glucose level by consuming high glucose products at a time when they will have limited instantaneous and accurate information about their true blood sugar levels, possibly with adverse consequences. In addition to foreshortened sensor life, I have the complaint that each sensor has left scars in the form of persistent skin bumps, on the other of 3 to 5mm diameter which are red and accompanied by tightened areas of skin, likely scar tissue. Scaring is still visible after several months, perhaps permanently. Finally, I am annoyed that, without scrubbing the area with isopropanol, a ring of residue from the sensor will persist for more than down days.